Event description:
It was reported that the patient underwent a l2-iliac posterior lumbar fusion to treat an l3 burst fracture and pelvis fracture. Sometime post-op it was found that the screws at l2 were broken. The pelvic fracture had healed but the l3 fusion was not achieved. Approximately 4 months post-op the patient underwent a revision surgery due to a non-union. During the revision a l3 corpectomy and l2-4 anterior fusion was performed. Thirteen months after the revision surgery another revision surgery was performed. The screws at l2, s1 and iliac were removed and new screws were placed at t12, l1, l4, l5. The broken portion of the screws could not be retrieved at l2 and remain in the bone.

Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 54840004040, 510k # k091974 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.